Event description:
It was reported to baxter (B)(4) that an infusor lv5 device was leaking after filling. The device had been filled with 74 milliliters 5-fluorouracil and 156 milliliters saline when the leak was observed. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 240 ml of fluid in the reservoir. Visual examination of the unit confirmed a leak inside the housing. No evidence of rupture was observed on the bladder. To identify the location of leakage, the bladder was refilled with green water. Approximately three hours after fill, leakage was noted at one side of the bladder crimp. The root cause of the leak was determined to be insufficient crimp, a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.